Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: 10fcc13; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the catheter array inverted on itself during deployment in the left atrium within the left superior pulmonary vein and then knotted on itself when recapture and redeploy were attempted. As the catheter was deployed, into the left superior pulmonary vein (lspv), the catheter did not look or feel correct while deploying. The catheter was pulled from the left atrium into the right atrium through the sheath, and force was used by the physician to pull the catheter out of the sheath and the patient's body. On inspection outside of the patient's body, the catheter was reported to have two knots. No ablations were performed with that catheter. The catheter was replaced. It was further reported that after replacement, a second catheter deployed correctly and entered the left atrium, but while ablating near the septum of the left atrium, the array again inverted due to the chamber configuration and then formed a single knot upon recapture; it was removed from the sheath with a small tug and was replaced again. There was concern that the inner lumen of the sheath may have been scraped, so the sheath was removed and replaced for safety reasons. The case was completed. No patient complications have been reported as a result of this event.